Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, it was reported that the patient sustained burn injuries when the light-guide cable was removed from the optical tube and placed on the patient. The issue described strongly indicates a user error. Since the exact lot number of the affected device could not be determined, a manufacturing and quality control review was performed for all lot numbers (173w0001, 174w0003, 17zw0004, 197w0001 and 203w0005) of the respective light-guide cable delivered to the user facility without showing any abnormalities. Therefore, a material or quality problem can be excluded. In addition, it was reported that the affected light-guide cable is still in use at the user facility. This indicates that the device still meets its specification. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure the patient sustained burn injuries when the light-guide cable was removed from the optical tube and placed on the patient. No further information was provided but the intended procedure was completed using the same set of equipment.